Manufacturer narrative:
During the analysis, multiple signs of abrasion were found along the lead body. In particular about 26 cm distal of the df4 connector pin, the lead body was frayed. At this spot, the rope conductor to the ring electrode was exposed. This damage manifestation is with high probability the cause for the observed oversensing. The position and kind of the fraying are characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction at it. A cut could be seen in the insulation that was probably caused during the explantation. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
After an implantation time of about 19 months, oversensing with inappropriate shock delivery was reported. A suspected insulation defect of the lead was detected during the revision. The lead was explanted and returned to biotronik for analysis.